Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. The pt developed an abscess nearly three years post implant that required rainage. The composix kugel mesh was excised and noted to be infected. Although there is no culture report to confirm the presence of an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection. However, may require removal of the prosthesis." A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information , no conclusion can be drawn.

Event description:
Based on the medical cords provided by the pt's attorney: on (B)(6) 2004 - pt underwent exploratory laparotomy, lysis of adhesions, umbilical hernia repair using composix kugel and right salpingo--oophorectomy. On (B)(6) 2007 - pt underwent umbilical exploration, incision, drainage and debridement of an umbilical abscess. The composix kugel mesh was excised.